Manufacturer narrative:
Biomérieux conducted an internal investigation: system was not operational during the test. Regarding the customer data, the most probable identification is klebsiella variicola. The expected specie (klebsiella variicola) is not in the vitek® ms knowledge base (kb) v2 and kb v3. The results obtained by the customer are linked to a system limitation. This system limitation is mentioned in the kb user manual 161150-296-a for vitek® ms clinical use v2.0 page 1-11: "testing of non-clinically validated species or species not found in the database may result in an unidentified result or a misidentification. Note: interpretation of results and use of vitek® ms requires a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek® ms results." For information, klebsiella variicola will be included in the next vitek® ms kb in development. The suspected root cause of the issue: non-optimal fine tuning. Non-optimal spot preparation. System limitation (klebsiella variicola is not in the vitek ms kb v2 and v3).

Manufacturer narrative:
Biomrieux conducted an internal investigation: system was not operational during the test. Regarding the customer data, the most probable identification is klebsiella variicola. The expected specie (klebsiella variicola) is not in the vitek¿ ms knowledge base (kb) v2 and kb v3. The results obtained by the customer are linked to a system limitation. This system limitation is mentioned in the kb user manual 161150-296-a for vitek¿ ms clinical use v2.0 page 1-11: "testing of non-clinically validated species or species not found in the database may result in an unidentified result or a misidentification. Note: interpretation of results and use of vitek¿ ms requires a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek¿ ms results." For information, klebsiella variicola will be included in the next vitek¿ ms kb in development. The suspected root cause of the issue: non-optimal fine tuning. Non-optimal spot preparation. System limitation (klebsiella variicola is not in the vitek ms kb v2 and v3.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states contacted biom¿rieux to report the occurrence of a misidentification of klebsiella variicola (api survey strain) as klebsiella pneumononiae in association with the vitek¿ ms system. Vitek ms system organism identification is based on a species pattern classification. In this case, the expected species klebsiella variicola is not in the vitek ms knowledge base. Consequently, the system can provide: ¿ no identification (noid - most probable answer) when the spectrum acquired doesn't match with any species pattern. ¿ an incorrect single choice identification to the nearest pattern species (often same genus) when the spectrum acquired presents a high level of similarity with a specific species pattern present in the database. ¿ a low discrimination identification (often the same genus) when the spectrum acquired presents high level of similarity with multiple specific species patterns present in the database. This limitation is indicated in the vitek ms labeling: "testing of non-clinically validated species or species not found in the database may result in an unidentified result or a misidentification." There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health; there was no patient directly associated with the api survey strain. Culture submittal has been requested by biom¿rieux for internal investigation. Biom¿rieux investigation will be initiated.